Manufacturer narrative:
Additional information : the location of the particulate matter was in the upstream of solution filter instead of the unknown location. The lot 19c022 was manufactured between march 06 - 08, 2019. The lot 19b008 was manufactured between february 01 - 04, 2019 the lot 19b041 was manufactured between february 27 - 28, 2019. Eight devices were received for evaluation (four samples from lot 19c022, three samples from lot 19b008 and one sample from lot 19b041). During visual inspection, white striated lines were observed located on the outer surface of the bladder. The lines were not inside the bladder nor in the fluid path. See attached photos. The white striated lines are not particulate matter; they are blooming antioxidant/ethanox. Blooming antioxidant /ethanox is a cosmetic condition and does not impact the functionality nor safety of the device. An ftir test confirmed the white striated lines to be antioxidant / ethanox. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that crystallization was observed in an unspecified quantity of 5-fu (fluorouracil) prefilled infusors. This was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.